Manufacturer narrative:
No product malfunction alleged so no device was returned for evaluation. No lab reports or images provided so the complaint could not be confirmed. Nuvasive instrumentation is cleaned and sterilized by the end user and no sterilization records were provided. No root cause can be identified however review of the provided information suggests environmental contamination my be the cause or contributor. No additional investigation can be completed. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "...pre-operative warnings - only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. Care should be used in the handling and storage of the coroent implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the coroent implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the coroent implants if there is any evidence of damage. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...handling of the sterile implant: before removing the implants from the package, make sure that the protective packaging is unopened and undamaged. If the packaging is damaged, the implants have to be considered as non-sterile and may not be used. Upon removal from the package, compare the descriptions on the label with the package contents. Product number and size note the sterile expiry date. Implants with elapsed sterile expiry dates have to be considered as non-sterile and may not be used. Take particular care that aseptic integrity is assured during removal of the implant from the inner packaging. Open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." "...cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc #(B)(4)) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a d prefix part number may be disassembled. Please refer to the additional disassembly instructions for these instruments..." "...sterilization: all non-sterile instruments and implants are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿ s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions doc #(B)(4)..."

Event description:
On (B)(6) 2018 a patient underwent an xlif procedure at l3-4. On (B)(6) 2018, the patient underwent a revision surgery as he showed up with important lumbar pain, associated with evident infection signs on MRI - osteolysis; peri-implant liquid. Xlif was extracted, sent to lab tests and patient received a titanium cage and ev antibiotics.